Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the system controller had problems when connected to the pt. The pump's speed was set at 9400 rpm's and when the pt was switched to the system controller, it would not get up to speed then the pump would stop. When the system controller was attached to a mock loop, it did the same thing. It only seemed to happen when the system controller was connected to the power module.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.